Event description:
The anchor broke down when the physican was implanting in the patient. One piece of anchor was in the insertion mechanism.

Manufacturer narrative:
(B) (4)no product has been returned for evaluation.(B) (4)